Event description:
A review of service data detected a reportable event. During servicing, electrode belt (B)(4) was found to have a damaged trunk cable connector. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The electrode belt was found to have a damaged trunk cable connector. The root cause of the damaged connector cannot be positively identified. The trunk cable was replaced and the unit was then fully functional. The last pt to use this belt did not report any deficiencies. No adverse event resulted from the damaged connector.